Event description:
Information was received from a healthcare provider (hcp) and company representative (rep) regarding a patient receiving an unknown intrathecal drug via an implanted pump for non-malignant pain. It was reported that hcp received an alert for pump motor stall at the refill today. The patient had not recently had magnetic resonance imaging (MRI) and there was nothing in the logs indicating any problem. The hcp stated that the tablets were updated several months ago and did not know if this was the first refill for the patient since that time. The hcp reported seeing service code 528. The hcp was unsure if the patient had an MRI since implant.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a company representative (rep) reporting that the patient's weight at the time of the event was unknown.